Event description:
It was reported that during an unspecified procedure the balloon ruptured. Vascular access was gained via the right femoral artery. The 85% stenosed, 2.75x32mm, concentric and de novo target lesion was located in the mildly tortuous and severely calcified left circumflex coronary artery (lcx). The 15mm x 2.5mm quantum maverick balloon was advanced to the lesion and inflated but ruptured at unknown atms. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is stable.

Event description:
It was reported that during an unspecified procedure the balloon ruptured. Vascular access was gained via the right femoral artery. The 85% stenosed, 2.75x32mm, concentric and de novo target lesion was located in the mildly tortuous and severely calcified left circumflex coronary artery (lcx). The 15mm x 2.5mm quantum maverick balloon was advanced to the lesion and inflated but ruptured at unknown atms. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient¿s condition is stable.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A magnified examination of the returned complaint device revealed three (3) partial circumferential tears in the balloon wall near the proximal edge of the distal markerband. The balloon tears each measured 1mm in length. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).